Manufacturer narrative:
.

Event description:
It was reported that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results showed a high impedance condition (dcdc - 7). The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the patient had been experiencing an increase in seizures and underwent surgery on (B)(6) 2015. The surgeon was unaware of the high impedance condition and did not prepare for lead replacement. The generator was replaced but the high impedance condition did not resolve. Surgery was completed without replacing the lead and not resolving the high impedance condition. Follow-up revealed that lead replacement was no longer being pursued.